Event description:
It was reported that an ilet touchscreen became unresponsive during normal use, and the user denied any drop or impact. Symptoms included inability to interact with the device interface. Outcomes included interruption of normal device operation without reported clinical harm or medical intervention. Investigation included outreach to the user for additional information. Investigation of this case revealed insufficient information to confirm a specific device malfunction, component failure, or user error. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.